Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. There is evidence of a new digital board installed in the device, which appears to be the incorrect digital board for the device. Without the device received in the original condition, we were unable to evaluate for root cause. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.